Event description:
It was reported the patient's implantable cardioverter defibrillator (ICD) had continued long charge time. Programming changes were made to restore normal parameters. The patient was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with long charge time. No changes were reported. The patient was stable.

Manufacturer narrative:
Further information requested but not received.